Manufacturer narrative:
During quality investigation the customer's complaint was duplicated; the device overheated during testing. Upon disassembly of the device, the motor, rotor, press plug and other component parts were noted to be corroded. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The core impaction drill was sent in for repair due to overheating. The event occurred during a procedure, no adverse consequences was associated with the event. The procedure was completed with another device.